Manufacturer narrative:
The investigation determined that the valve issue found by the fse was the root cause of the event. No abnormal trend was identified with the failing part. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received an erroneous ise indirect na for gen.2 (sodium) result for a patient sample on the cobas 6000 c501 (c501) analyzer. The customer stated the initial sodium result was 187 mmol/l and the repeat sodium result on another c501 was "normal" (approximately 145mmol/l). The customer also questioned the potassium and chloride results that were repeated on another c501 with different results. The customer was asked but did not provide the potassium and chloride results. The customer stated that they had questionable ise results 3 days ago which had to be corrected. The customer was asked but did not provide the results from 3 days ago. The erroneous result was not reported outside the laboratory and there was no adverse event. The sodium electrode lot number and expiration date was asked for but not provided. The field service engineer found naoh detergent rinse levels were higher than rinse water levels. He ran bleach through the vacuum lines to improve the vacuum for the high concentrated waste and clean a valve. A precision check was performed. The customer ran quality control and no issues were reported for ise.